Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, b, c and g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the device displayed channel error 245.3020 was confirmed through a review of the device log. The error code 245.3020 could not be replicated since no devices were returned for investigation. A review of the suspect pump module error log showed four (4) error code 245.3020.0 (bad_unpowered_state_failure) on 28jan2025. No infusions were programmed on the suspect pump module on 28jan2025. Testing could not be performed since no devices were returned for investigation. External and internal inspection was not performed since no devices were returned for investigation. Channel error tip sheet: the bd alaris modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported channel error 245.3020 was not determined since no devices were returned for investigation.

Event description:
It was reported that the device displayed channel error 245.3020. This was reported to bd representatives during their site visit. There was no reported patient involvement.

Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device displayed channel error 245.3020. This was reported to bd representatives during their site visit. There was no reported patient involvement.